Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had constant motor error alarms during rewind, due to out of phase motor encoder signal. No cosmetic damage noted. Insulin pump was unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose levels. The customer does not know what their blood glucose level were at the time of the hospitalization. The customer's blood glucose did eventually lower to 130 mg/dl. There was a report of a motor error alarm on their insulin pump. The customer stated that they did not take off the insulin pump when they took an x-ray at the hospital. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.